Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter also mentioned that he received many errors when trying to test with his meter. At 4:45 a.m., a sample from this patient was tested using the meter, resulting with a value of 6.3 inr. At 7:05 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.9 inr. The patient stated that his medication was adjusted based on the laboratory value, but he does not remember if he had to hold his warfarin dose or decrease his dose. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is currently fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency had been once per week, but it is more frequent now that his inr value is not in range.